Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance after implant. The device has been reprogrammed since. The lead's amplitude has also been decreasing for several years. Technical services (ts) provided reprogramming options. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
A gfe was sent to field representative to obtain information regarding initial reporter information. A supplemental report will be sent if additional information is obtained.